Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the light guide rod lens of the distal end could not be determined, and the cause of the chipped lens glue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the duodenovideoscope exhibited foreign material in the light guide rod lens of the distal end and chipped lens glue. There was no patient involvement.